Event description:
Event involved a primary plum 150 ml burette set, clave additive port, 15 micron filter in sight chamber, clave secondary port, 2 clave y-sites, secure lock, 290 cm where the reporter stated that when the set was connected to the patient's venous access it became evident that there was a leak from one of the ports, and the fluid did not return. The customer stated that they observed damage to the venous access; a new set had to be prepared, and time was needed to prime it. There was a delay in the procedure, however no one was harmed as a result of this event.

Manufacturer narrative:
The device is reported to be available; however, it has not been received.

Manufacturer narrative:
Received one (1) used. List #125643190, primary plum 150 ml burette set for inspection. A crack on the secondary port of the cassette was observed. No other visual defects or anomalies noted. The set was leak tested and leakage was observed from the crack in the secondary port. The reported complaint of leak from the port was confirmed. The probable cause is an unintentional external force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 7/14/2025.